Event description:
Caller reported that the t:slim x2 pump battery would not charge despite attempting various troubleshooting methods, including changing the wall adapter and charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to put the pump into storage mode, and a replacement pump was sent to the customer. The caller understood the instructions for returning the problematic pump and the steps to follow upon receiving the replacement.